Event description:
Medical safety reported complaints from literature which were reviewed for post market surveillance reporting. Article title: "minimally invasive spinal arthrodesis in osteoporotic population using a cannulated and fenestrated augmented screw: technical description and clinical experience (lubansu, a.)" Publication date: jul 2012 clinical findings determined by medical safety and complaint management: n=1 subcutaneous infection possibly involving v-max mixing & delivery system (not approved for market in the u.s.) And cement, believed to be catalog no. 9090200, which is used with the v-max system and has been approved for market in the u.s.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates are required. As a result, the "date of this report" has been entered in this required field. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.